Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, placement difficulty of the lead was experienced due to the patient's anatomy. It was also noted that the lead dislodged two times. The lead was capped and replaced. No patient complications have been reported as a result of this event.